Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 357.419; synthes lot # 6625844; supplier lot # 6625844; release to warehouse date: 19may2011; supplier: (B)(4). No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation but has not been received yet. Reporter is synthes sales representative. Facility name, and address were not provided. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 patient underwent a trochanteric fixation nail (tfn) insertion procedure. During the surgery, the helical blade would not go through the nail. The surgeon attempted to insert the helical blade multiple times. However, the blade would not go through the nail. The surgeon finally decided to change the insertion handle and connecting screw and was able to successfully insert the helical blade. A second helical blade was used as the first helical blade was scratched from trying to insert it. There was a two-hour surgical delay. The surgery was completed successfully with satisfactory patient outcome. Concomitant device reported: tfn nail (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) percutaneous cann connecting screw f/troch fixation nails. This is report 2 of 3 for (B)(4).